Event description:
The technician alleged the bed had no ground reading on the electrical check. No patient impact.

Manufacturer narrative:
The technician replaced the power cord plug to resolve the issue.